Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that an automated impella controller experienced a controller error outside of patient support. There was no patient involvement.

Manufacturer narrative:
The investigation for the console (aic) controller error-yellow alarm has been completed. Data logs were reviewed which confirmed the reported failure mode given there was a controller error alarm (opm comm crc error ¿ event set # 1045) triggered during the clinical procedure. Real time (rt) logs confirmed that all signals received from optical bench (placement, snr, contrast, lamp, gain) are represented as -16384 values due to the crc error. Console was sent back for investigation but the controller error failure mode was not reproduced. Rlm was able to connect to ic_test and send video to impellaconnect.com but once a pump was connected, the rlm rebooted itself over multiple tests. Eventually, the rlm no longer rebooted itself shortly after plugging in a pump and the rlm was run overnight. There were multiple rlc reboots overnight but the module re-connected each time to ic_test as designed. 15 hours into the test, the usb power cycled which caused the module to reboot, the firewall to reset and load back not connected to ic_test also by design. The current to the rlm is around 0.5 amps well below the 1.25a threshold for the usb. The controller error and loss of placement signal is due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The aic sw operated as designed.